Event description:
It was reported that an instrument broke during surgery. A post-op x-ray revealed a portion of the instrument broke off inside the patient and was lodged inbetween the femoral head and acetabular liner. A revision surgery was performed the following day to remove the portion and replace the implants. The revision surgery went without any incident.